Manufacturer narrative:
Updated to reflect the information received on (B)(6) 2017: added to reflect the information received on (B)(6) 2017 indicating that the patient was experiencing a lack of effectiveness from the pump. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2017 from a healthcare provider via a manufacturer's representative. It was reported that the patient was experiencing a lack of effectiveness with pump. Surgery to explore the issue was performed and it was noted that the catheter had a hole in it. The suspected cause was the connector. At the time of the report, the patient was receiving 10 mg/ml of dilaudid at 0.5 mg/day of dilaudid. No environmental/external/patient factors that might have led or contributed to the issue was identified and no diagnostics or troubleshooting actions were performed. The patient's status was listed as "alive-no injury". The issue was considered resolved at the time of the report.

Manufacturer narrative:
Updated to reflect the information received on (B)(6) 2017: added to reflect the information received on (B)(6) 2017 indicating that the patient was experiencing a lack of effectiveness from the pump. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2017 from a healthcare provider via a manufacturer's representative. It was reported that the patient was experiencing a lack of effectiveness with pump. Surgery to explore the issue was performed and it was noted that the catheter had a hole in it. The suspected cause was the connector. At the time of the report, the patient was receiving 10 mg/ml of dilaudid at 0.5 mg/day of dilaudid. No environmental/external/patient factors that might have led or contributed to the issue was identified and no diagnostics or troubleshooting actions were performed. The patient's status was listed as "alive-no injury". The issue was considered resolved at the time of the report.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated to reflect the information received on (B)(6) 2017: added to reflect the information received on (B)(6) 2017 indicating that the patient was experiencing a lack of effectiveness from the pump. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2017 from a healthcare provider via a manufacturer's representative. It was reported that the patient was experiencing a lack of effectiveness with pump. Surgery to explore the issue was performed and it was noted that the catheter had a hole in it. The suspected cause was the connector. At the time of the report, the patient was receiving 10 mg/ml of dilaudid at 0.5 mg/day of dilaudid. No environmental/external/patient factors that might have led or contributed to the issue was identified and no diagnostics or troubleshooting actions were performed. The patient's status was listed as "alive-no injury". The issue was considered resolved at the time of the report.